Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the home choice (hc) during use during fill 1. The home patient (hp) stated solution seems to be leaking but the hp was unsure from where. The technical service representative (tsr) assisted in ending therapy. The hp was to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. She stated that the leak was found near the cassette door, but that she did not note any damage on the cassette that the leak may have come from. There were no samples available and she did not recall the lot. Therapy since has been going well. She had reported the leak to her nurse, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4).this complaint for a report of a leak could not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.